Event description:
Merely a few hours after insertion, the catheter broke. A new catheter would have had to be inserted to the newborn, with all the associated risks and pain.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Merely a few hours after insertion, the catheter broke. A new catheter would have had to be inserted to the newborn, with all the associated risks and pain.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. A 3ml syringe was attached to the extension set that was attached to the catheter. It was stated that the catheter broke and had to be replaced. Visual inspection of the returned sample found a crack in the hub which could result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.